Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date after their (B)(6) 2023 order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿score mark¿ found on the outside of the patient line of about ten (10) amia automated pd cycler sets. This was observed during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual devices were not available; however, five photographs were provided for evaluation. A review of the returned photographs did not show evidence of the reported condition, therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.